Event description:
It was reported that during a cryoablation procedure, the stopcock on the sheath became detached when a flush line was connected to it. The sheath was exchanged and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The sheath was returned and visually inspected and functionally tested. Visual inspection of the sheath showed the stopcock was detached.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.